Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far p- wave oversensing on the atrial channel. Programming changes were discussed but not made. The patient was in stable condition.